Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the battery cap to his insulin pump needed to be replaced. The customer was shipped a new battery cap. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Desc of event contd: ...no . Inquired if the pump has been dropped or bumped. Found: no. Inquired if the pump has been exposed to moisture. Found: no. Battery in the pump is a aaa alkaline battery. Type of battery in use: aaa alkaline (B)(4). Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer does not have a new aaa alkaline battery to test with the pump. Adv the customer we will ship a replacement battery cap. Reviewed recommended battery type. Adv to insert a new aaa alkaline battery as soon as possible. If display does not return revert to a back up plan per hcp instructions until the replacement battery cap arrives. Customer was advised to put the battery back in the pump to review the alarm history. The pump counted down and started. She received an a21 alarm and then the pump turned off. Customer was advised to call back in if the new battery cap fixed the issue, to review the alarm history, to find out what alarm she had been receiving. Additional notes: she also states that she has received an error of machine error, she was explained that this alarm does not exist and that she could be helped to review her alarm history .ship: nothing / return: nothing.